Manufacturer narrative:
Product evaluation: the lens was returned in a clear liquid inside a small plastic vial. The lens is cut into pieces, typical of insertion and removal. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, there was no particular issue with the patient right after surgery, but rapid deterioration of vision was noticed at the 2 weeks postoperative visit. The lens exchange operation was proceeded.